Event description:
The clear plastic glidescope was inserted into the oropharynx for the purpose of assisting intubation. As the device was being positioned, staff members heard a "crack" and withdrew it from the mouth. Upon inspecting the device, staff noticed the curved piece at the distal end of the glidescope broke off in the patient's oropharynx. The broken tip was retrieved and there was no harm to the patient. However, the piece could easily have been apsirated or the oropharynx lacerated by the sharp broken ends.======================manufacturer response for glidescope (video laryngoscope), glidescope cobalt/ranger #3 (per site reporter).======================unknown at this time.